Event description:
Re-entry into surgical site (right mandible) where previously placed bone graft (bio-oss-cancellous and organic bovine bone) and dental implant were covered by product (bioresorbable matrix barrier for tissue regeneration) revealed partial resorption of bone graft. Prior to re-entry, clinical signs of fluctuating swelling of site noticed from approx 6 weeks after implantation to 14 weeks. (Clinical diagnosis was inflammatory reaction to resorbing membrane.)